Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for the same event: it was reported that during an unspecified otology surgical procedure, it was observed that the burr device was stuck inside the motor device. There was a five minute delay to surgical procedure. The reporter indicated that a spare device was not needed to complete the procedure. The surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.